Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of respiratory tract irritation, nausea/vomiting, other (insufficient information), coughing up mucus in sleep and waking up doing it. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer prevously received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of respiratory tract irritation, nausea/vomiting, other (insufficient information), coughing up mucus in sleep and waking up doing it. The manufacturer was made aware of this complaint through a representative of the customer. The device information was updated, and correct event description should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, nausea/vomiting, other (insufficient information), coughing up mucus in sleep and waking up doing it while using the device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, g, h has been updated/corrected.